Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain.') In an adult female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastodynia, bacterial vaginosis, metrorrhagia, dysfunctional uterine bleeding and cesarean section. Previously administered products included for an unreported indication: celecoxib. Past adverse reactions to the above products included drug hypersensitivity with celecoxib. Family history included diabetes mellitus. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2010 to (B)(6) 2011 for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)excessive bleeding/ blood clots bigger than a half dollar") and vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/ chronic pain"), back pain ("back pain/low back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), scar ("scar tissue build up"), asthenia ("no energy at all") and genital haemorrhage ("lot of bleeding 20 out of 30 days"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the vaginal infection, vaginal discharge, fatigue, migraine, headache, scar, asthenia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, asthenia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, scar, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, vaginal infection, vaginal discharge, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain, dyspareunia, vaginal infection. Concerning the injuries reported in this case, the following ones were reported via social media-no energy at all, scar tissue build up, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: social media received- new events no energy at all, scar tissue build up, bleeding were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ chronic pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the vaginal infection, vaginal discharge, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, vaginal infection, vaginal discharge, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: case has became incident. Previously reported event ¿injury¿ updated with new events pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge. Fatigue, migraine, headaches. Event outcome were added. Reporter information were updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain.') In an adult female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastodynia, bacterial vaginosis, metrorrhagia, dysfunctional uterine bleeding and cesarean section. Previously administered products included for an unreported indication: celecoxib. Past adverse reactions to the above products included drug hypersensitivity with celecoxib. Family history included diabetes mellitus. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2010 to (B)(6) 2011 for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/excessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/ chronic pain"), back pain ("back pain/low back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the vaginal infection, vaginal discharge, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, vaginal infection, vaginal discharge, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain, dyspareunia, vaginal infection. Most recent follow-up information incorporated above includes: on 3-oct-2019: fu3 and fu4 processed together: pfs and mr received: new event abnormal bleeding vaginal added. Lab data, lot number, medical history, treatment drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain.') In an adult female patient who had essure (batch no. 50512938) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastodynia, bacterial vaginosis, metrorrhagia, dysfunctional uterine bleeding and cesarean section. Previously administered products included for an unreported indication: celecoxib. Past adverse reactions to the above products included drug hypersensitivity with celecoxib. Family history included diabetes mellitus. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2010 to (B)(6) 2011 for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/excessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/ chronic pain"), back pain ("back pain/low back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal hemorrhage had resolved and the vaginal infection, vaginal discharge, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, vaginal infection, vaginal discharge, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain, dyspareunia, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.